Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. B5- per updated information a 12.1mm vticmo12.1 -9.0/1.5/089 implantable collamer lens was implanted into the patients right eye (od) on (B)(6)2018. On (B)(6)2022 the lens was exchanged for a longer length lens due to observation of low vault. This exchange resolved the problem. Per reporter the cause of this event is due to patient related factors. The reporter also stated that it is unknown if the device failed to perform as intended. Claim # (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. Claim# (B)(4).

Event description:
The reporter indicate that a 12.1mm implantable collamer lens was implanted into the patients right eye (od) and the patient experienced low vault, lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.